Event description:
Certified nursing assistants were transferring resident via hoyer to gerichair when the hoyer started to lower the resident. The certified nursing assistant placed her knee under his back and the other certified nursing assistant grabbed his body. In this process,the hoyer tipped and they attempted to lower the resident carefully to the floor, but resident hit his head on his roommate's bed. (The legs were spread during the transfer.) Resident was sent to hospital ER with a laceration on the back of his head.